Event description:
The complainant stated the head section is raised midway and cannot be raised or lowered, even when using the CPR function.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the repair is complete.